Event description:
During a stent-assisted coil embolization procedure for a basilar artery aneurysm, a coil (undisclosed) protruded into the parent artery. An additional stent was placed in order to pin the coil to the vessel wall. Following successful treatment of the aneurysm, the patient exhibited stroke like symptoms and suffered a sixth-nerve palsy. The patient was given anticoagulation medication to treat the palsy. The patient was subsequently discharged home.

Event description:
During a stent-assisted coil embolization procedure for a basilar artery aneurysm, a coil (undisclosed) protruded into the parent artery. An add'l stent was placed in order to pin the coil to the vessel wall. Following successful treatment of the aneurysm, the pt exhibited stroke like symptoms and suffered a sixth-nerve palsy. The pt was given anticoagulation medication to treat the palsy. The pt was subsequently discharged home.

Manufacturer narrative:
Coil protrusion.

Manufacturer narrative:
Conclusion: anticipated procedural complication. A device history record (DHR) review was performed and confirmed the device met all material, assembly and performance specifications. The device was not returned for analysis as it remains implanted. There is no indication from the investigation or information provided that the report event was related to device malfunction, nonconformance or misuse. The reported event is noted within the directions for use as a potential complication associated with such procedures. Therefore, it was determined that the most probable cause was anticipated procedural complication.